Event description:
The pt underwent cerebral angiogram. The physician closed the arteriotomy using a closer-tsl6 device. Four hours post procedure, pt complained of pain at the groin site. The leg according to field reports was cold, with no distal pulse detected. The pt was sent to surgery for a thrombolectomy. The pt recovered with no further incident.